Event description:
The following was reported to davol: it is alleged that in (B)(6) 2014 a xenmatrix graft was implanted during a traumatic abdominal wall hernia repair procedure. A wound vac was placed two weeks later to facilitate tissue granulation and the mesh began to fragment where it was attached to the abdominal wall. It is reported that the graft was implanted into a compromised environment where infecton was present. The pt later passed away, but the cause was unrelated to the use of the xenmatrix graft.

Manufacturer narrative:
Based on the info provided it appears the reported "fragmenting" of the graf twas due to the fact that the graft was implanted into a compromised environment where infection was present. The IFU for xenmatrix graft was reviewed and states "if an infection develops, it should be treated aggressively". Infection is also listed as a known potential complication in the adverse reactions section of the IFU. A review of the mfg and sterilization records shows that the lot was manufactured an sterilized with no anomalies. This MDR includes all pt, event and device info davol has received to date. If additional info is obtained, a follow up MDR will be submitted.